Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked machine, customer complained about system failure error. Error 53 has come as checked on event logs. All functional tests performed and all are passed. The front-end board and main board connections are reset. The pressure sensor are opened cleaned. Run machine on balloon with trainer for 2 hours. No issue observed. Asked customer to run the machine for 24 hours on observation. No issue was found till now. Machine working ok.

Manufacturer narrative:
Additional initial reporter name: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during regular check from customer, that the cs100 intra-aortic balloon pump (iabp) is showing an error message "system failure, error code 53." No patient was involved.